Manufacturer narrative:
The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Product was not returned; however, photographs of the complaint chemical indicator (ci) strips were provided by the customer and used in lieu of product return. Visual analysis of the photographs confirmed the reported complaint issue.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® 100nx cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, visual analysis, retains analysis, system risk analysis (sra), and concomitant product evaluation. Trending analysis by lot number was reviewed from 10/29/2016 to 04/27/2017 and trending was not exceeded. Functionality testing was performed on thirty (30) retains ci strips and the ci strips met color specification for color change from sterrad processing. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The concomitant sterrad® 100nx was not performed as the serial number of the unit was not provided. There is insufficient information to determine an assignable cause. The customer was unresponsive with multiple attempts at obtaining additional information. Should additional information become available at a later date, the file will be re-opened and re-evaluated. The issue will continue to be tracked and trended.